Event description:
It was reported that if a range compensator is created prior to version 5.0 is added to a beam on version 5.0, the compensator type is set to unsmeared (the compensator data in memory), and dose is calculated using unsmeared range compensator data. If the plan is saved and recalled, xio will convert the unsmeared range compensator data to smeared (since the range compensator file was saved prior to release 5.0), but the dose is not recalculated since the plan was saved on release 5.0. Also if a range compensator is created prior to release 5.0 is added to a beam and the plan is dicom exported, dose will be calculated using unsmeared range compensator data but the dicom rt ion plan file that is exported will contain smeared range compensator data. Therefore, the dose error is the difference between calculating dose using unsmeared range compensator data and smeared range compensator data. There was no actual mistreatment. This issue was found internally, during testing.